Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead implant, it was difficult to insert stylet into the lead. The lead was suspected to be kinked. The lead was replaced with a new lead. The procedure was completed successfully and with no issues.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.